Manufacturer narrative:
The push button allegedly popped out, causing the cane to collapse. The consumer allegedly fell and sustained injury to her hip and foot. The consumer reportedly received medical attention. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time so, it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed on alleged medical intervention.

Event description:
The push button allegedly popped out, causing the cane to collapse. The consumer allegedly fell and sustained injury to her hip and foot. No serious injury is alleged at this time.